Event description:
It was initially reported to target that a coil could not be advanced in the microcatheter with the aid of this coil pusher-16. Upon evaluation it was found the gold marker of the coil pusher was missing, therefore this complaint became an MDR. Through a follow-up with the physician by a co rep on july 5, 2000, the MFR was informed that this event did not cause any complication to the pt, whose condition after the procedure was very good.